Manufacturer narrative:
(B)(4): devices not received, log review only. Although requested, the affected devices have not been received. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a parenteral nutrition bag containing 97 mls was set to infuse 57.12 mls over 24 hours at a rate of 2.37 ml/h. However, approximately 15 hours into the infusion, the user found the bag empty. Although requested, no further patient or event information was provided.